Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device failed calibration error 80 (water check time out - unable to reach calibration temperature). Expected 6 and actual 20. Calibration test unit (ctu) was in need of calibration. It was determined during testing that the device has a failed mixing pump. They requested a quote for 2000 hour service.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. The device was evaluated upon receipt. Unit will not cool test mixing pump was installed to finish decon. Serviced mixing pump. Performed pm procedure. Serviced circulation pump. Replaced heater, drain valves, manifold o-rings, coin cell. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device failed calibration error 80 (water check time out - unable to reach calibration temperature). Expected 6 and actual 20. Calibration test unit (ctu) was in need of calibration. It was determined during testing that the device has a failed mixing pump. They requested a quote for 2000 hour service.